Event description:
Customer reported that whenever he wears the device on his legs he gets an infection at the insertion site. The infection, which he describes as cyst-like with pus, doesn't occur until after the device is removed and does not occur at any other insertion location only his legs. He cleans his insertion sites with alcohol swabs and allows them to air dry prior to application, and he also uses an alcohol swab and applies an adhesive bandage after removal. He has already contacted his hcp who prescribed antibiotics but was unable to provide any explantation for the issue.

Manufacturer narrative:
No product was returned for eval as the customer reported a recurring issue rather than a problem with a specific device. We are unable to determine if or how the product is contributing to the condition reported by the customer. No product lot number was cited; no qualification and sterilization record review was conducted. The omnipod user's guide warns "do not apply or use a pod if its sterile packaging is open or damaged, as this may increase the risk of infection. Pods are sterile unless packaging has been opened or damaged. To minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands; clean the insulin vial with an alcohol prep swab; clean the infusion site with soap and water; and keep sterile materials away from any possible germs."